Event description:
It was reported that low profile abutments are fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After additional information was received on may 17, 2023, it was determined that the product is a 3rd party product. As a result, the prior submission for MFR- 0001038806-2023-00417 submitted on march 3, 2023 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
No further event information is available at the time of this report.